Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® safety needle detached and separated from the syringe. The device was in use on a pediatric patient when the incident occurred. It was noted that the device was loose, medication leaks out of the hub during administration, and the needle detached at the hub from the rest of the holder and safety mechanism. No patient injury was reported.